Manufacturer narrative:
It was reported that the catheter broke while the surgeon was cannulating the aorta. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The two broken pieces were returned to the manufacturer for evaluation. The sample was received in an unpackaged, used condition. Visual assessment of the provided sample revealed that the catheter had been broken into 2 pieces. While the reported issue of a broken catheter could be confirmed based on visual assessment of the received sample, the initial report stated that the catheter broke while the surgeon cannulated aorta which would constitute off-label use due to the urethral catheter being meant to be used for urological purposes only . Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the catheter broke while the surgeon was cannulating the aorta. No additional details are available related to the customer reported issue.